Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and confirmed longer-term shock impedance data shows a slight increase in impedance over time. The 28-day average low voltage shock impedance is approximately 110 ohms. Ts also noted the rv pacing impedance has shown a more rapid increase recently, although it is still within normal range. There is no evidence of noise on the rv lead. Recommendations were provided by ts. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and confirmed longer-term shock impedance data shows a slight increase in impedance over time. The 28-day average low voltage shock impedance is approximately 110 ohms. Ts also noted the rv pacing impedance has shown a more rapid increase recently, although it is still within normal range. There is no evidence of noise on the rv lead. Recommendations were provided by ts. No adverse patient effects were reported. This lead remains in service.